Manufacturer narrative:
Event date was not provided. Therefore, 05/01/2025 was used as approximate date of event. Concomitant product UDI for reservoir is (b)94).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the pump bulb is extremely firm, and he is unable to compress it. During an activation/pump training, the nurse practitioner was unable to inflate it and stated that it was very hard. The patient was told to keep attempting but has no had success. The patient stated that he did inflate it once and left it erect and noticed that it eventually auto deflated. The patient was suggested to make another appointment for device evaluation or pump training. No patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the pump bulb is extremely firm, and he is unable to compress it. During an activation/pump training, the nurse practitioner was unable to inflate it and stated that it was very hard. The patient was told to keep attempting but has no had success. The patient stated that he did inflate it once and left it erect and noticed that it eventually auto deflated. The patient was suggested to make another appointment for device evaluation or pump training. No patient complications were reported.

Manufacturer narrative:
Event date was not provided. Therefore, 05/01/2025 was used as approximate date of event. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device operates differently than expected and spontaneous deflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.